Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, a poor deployment of the proximal seal occurred when using heart string iii. Proxima centauri loading operation to the delivery system was performed (normal), and after inserting the delivery system into the aorta, the delivery system did not expand sufficiently (it did not open). Therefore, the aortic opening could not be completely closed by the delivery system. They decided that there was a problem and removed the proxima centauri, at that time, they used another heart string iii (hs-3045) while holding it with the finger to stop bleeding. In the second use, they were able to perform central anastomosis without any problem. It seems that there was almost no bleeding, and the central anastomosis was successfully performed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 30nov2020 for evaluation and investigated on 14dec2020. A visual inspection was conducted. Signs of clinical use but no blood was observed on the delivery device, seal and loading device. The blue slide lock was dis-engaged and the plunger was completely depressed. Tension spring assembly remained inside the delivery device but the anchor is observed outside the tube. The seal was extended outside the tube with the anchor seen outside of the tube and did not appear to be folded. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. Based on the return condition and there is no evidence either to support that the deployment was inside the aorta. The lot # 25150341 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, a poor deployment of the proximal seal occurred when using heart string iii. Proxima centauri loading operation to the delivery system was performed (normal), and after inserting the delivery system into the aorta, the delivery system did not expand sufficiently (it did not open). Therefore, the aortic opening could not be completely closed by the delivery system. They decided that there was a problem and removed the proxima centauri. At that time, they used another heart string iii (hs-3045) while holding it with the finger to stop bleeding. In the second use, they were able to perform central anastomosis without any problem. It seems that there was almost no bleeding, and the central anastomosis was successfully performed. The hospital did not report any patient effects.